Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2005 (implant date) as no event date was reported. The complainant was unable to provide the suspect upn and device lot number; therefore, the lot expiration and device manufacture dates are unknown. This complaint was reported by the patient's lawyer. The device was implanted at (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed

Event description:
It was reported to boston scientific corporation that a mesh was implanted on (B)(6), 2005. According to the complainant, post procedure, the patient began to experience painful and serious complications, including but not limited to: abnormal bleeding, constant and excruciating pain, dyspareunia, and mesh erosion and exposure. On (B)(6) 2018, the patient underwent a procedure for revision of the eroded mesh. As a result of having the mesh product implanted in her, the patient has experienced significant mental and physical pain and suffering, has sustained permanent injury, has undergone medical treatment and will likely undergo further medical treatment and procedures, has suffered financial or economic loss, including, but not limited to, obligations for medical services and expenses, and/or lost income, and other damages.